Manufacturer narrative:
Concomitant product: abstack30x abs fixation device30 tacks (lot# n4a0428x), abstack30x abs fixation device30 tacks (lot# n3m0716x). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe abdominal pain, and a knot in stomach that was as hard as a rock. Post-operative patient treatment included mesh removal surgery, and revision surgery.